Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator sometimes turns off and start again. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. On the previously submitted report in box e country was reported as chile which was incorrect. Now updated to switzerland which is the correct country.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator sometimes turns off and start again. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator sometimes turns off and start again. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. On the previously submitted report in box e country was reported as chile which was incorrect. Now updated to switzerland which is the correct country. The device was returned to the philips investigation lab (pil) for evaluation and the pil visually inspected the bipap a40 pro, intl and did not observe any visual defects. The device o2 sensor reading at ambient conditions was recorded to be 22.0.s. The error log was reviewed, and discovered errors related to err low priority thread locked and err software reset system initialization. After recording device settings, the unit was run with the bacteria filter on the outlet on an asl. No unexpected errors occurred. Visual inspection of the bacteria filters afterward did not show any debris. The error log was examined more thoroughly and noted the thread lock failures and system re-initialization alarms coincided. This complaint with these circumstances has been investigated, this unit has been scrapped per work instruction.